Event description:
Explanting physician reported rupture diagnosed by MRI. The device was explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.